Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy, the image flipped on a 30-degree endoscope when the customer was rotating it. The customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. They removed the endoscope and erased the guided tool change. Once the endoscope was reinstalled, the issue was resolved. System was ready for use. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: site confirmed that reseating the endoscope resolved the issue per tse support, but was not sure what caused the issue and did not recall any additional information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. The reported event was addressed and resolved with phone support. The intuitive surgical, inc. (Isi) technical support engineer advised the customer to removed the 30-degree endoscope and erased the guided tool change. Once the endoscope was reinstalled, the issue was resolved. System was ready for use and no site visit was required. Although the complaint was not confirmed by failure analysis since the endoscope was not returned, the information gathered indicates that the device did contribute to the customer reported issue.